Event description:
It was reported that difficult to maintain sterility. The patient presented with angina and required calcium preparation. An encore 26 inflation device was selected for percutaneous coronary intervention (pci). Prior to the procedure, the packaging of the encore manometers was difficult to open and tended to tear at the corner, causing the paper to flare and making it challenging to maintain sterility. Despite this packaging issue, the procedure was successfully completed with the device. No patient complications were reported, and the patient made a full recovery.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Media analysis by manufacturer: the device was not returned for analysis. During the media analysis, the media attached shows the device packaging damage which confirms the as reported "packaging, difficult to open or remove packaging material".